Event description:
It was reported that one of the sensors (when putting in the test set bottom sensor) is not working correctly. No patient injury was reported.

Manufacturer narrative:
Operator of the device: unknown. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found that the device had a damaged rear cover on the air detector, and it was out of calibration. There was no evidence of the reported error in the event history log (ehl). The reported problem was not verified/duplicated during the investigation (unconfirmed). The device functioned as intended. No fault was found. However, as a preventative measure, the air detector sensor was replaced. The rear cover of the air detector was also replaced due to damage. The root cause of the reported issue was unknown. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).